Event description:
Revision surgery - due to the stem rotating within the femur.

Manufacturer narrative:
The reason for revision was the stem rotated after 1.5 months in vivo. No information was reported about patient activities during rehabilitation, or regarding bone condition such as cancelous bone structure, or other factors that could have contributed to revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital kept the device per hospital policy and it was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product and that all critical dimensions and specifications were met when released from djo surgical. The root cause for the event may have been due to bone loss and/or poor bone quality, or the selection of an inappropriately small distal stem during primary surgery. The selection of a size 18 stem during the revision surgery, when a size 14 stem was selected during the primary surgery, represents an increase of two sizes and suggests that the primary stem was inappropriately small for the patient's anatomy. There is no information reported that showed a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Hospital kept item per hospital policy.